Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was sent back for evaluation. It is determined that the complaint percentage falls well within the product risk limits that are adhered to at klm. In addition to no device being returned, product history records could not be reviewed because no lot number or any identification traceable to the manufacturing documentation was provided. Due to no device being returned and no lot number provided, the root cause for the swelling cannot be determined. If further information can be gathered that might add value to the content of this report, an additional follow-up report will be sent.

Event description:
Following surgery, the patient had swelling at the site of implantation. A secondary surgery was performed to remove the mesh plate.